Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleged under delivery of insulin on insulin pump as battery department broken. Customer experienced high blood glucose of 400 mg/dl and current blood glucose was 251 mg/dl. Customer was treated with insulin pump. Customer has been using insulin pump within 48 hours of high blood glucose event. Drive support cap was normal. Reservoir will not be returned for analysis.